Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer smelled a burning smell and noticed that the handheld camera was in a separate drape and had burnt through the drape. They stated that the camera and the lightguide were detached but the light guide had a red light coming out of it. The light was red possible being shined through a blue drape. The customer stated they turned off the light source when they got done using it prior to putting it in a drape. The light source was attached to the scope portion of the handheld the entire time. It was stated either they bumped the camera button for turning on the light source or they forgot to turn the light source off when they put it in the drape. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the light guide was placed into a pocket on the drape when the incident occurred.

Manufacturer narrative:
The handheld camera was analyzed by the original equipment manufacturer (OEM) and the complaint was not confirmed by failure analysis. There were no issues found upon inspection of the device.

Event description:
Refer to h11 for follow-up information.